Manufacturer narrative:
Per the tandem user guide: "delivering large boluses, or delivering multiple boluses back to back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 20 mg/dl. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was the customer manually overriding a bolus, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.